Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 716mg/dl, and she was treated with manual injections. The customer experienced thirst, ketones, and confusion. The mother mentioned that the cannula was bent. The caller requested having infusion sets delivered before her daughter leaves for camping. No further information was provided.